Event description:
On (B)(6) 2014, the pump reporter contacted animas, alleging that the patient experienced hyperglycemia resulting from a loss of prime issue. Reportedly, on (B)(6) 2014, the patient¿s blood glucose (bg) reading was as high as 290 mg/dl with atypical thirst and excessive urination. It was reported that the patient was treated by non-health care professional with insulin via injection and pump. The patient allegedly had remained on pump therapy with recent adjustment to the basal and bolus settings by health care provider. Customer technical support agent reviewed the event with the reporter. It was reported that since (B)(6) 2014, the pump alerted for loss of prime with multiple cartridges from different boxes. The reporter was able to complete prime step after cartridge change. The reporter stated that there was no sudden change in force or temperature and the cartridge cap was secured properly. Review of cartridge use techniques indicated that the instruction for use was followed. The reported issue was not resolved with trouble shooting. This complaint is being reported based on the allegation that the patient experienced severe hyperglycemia associated with an alleged prime issue of unknown causes.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Review of black box data found loss of prime warnings associated with a non-zero low force. Visual inspection of the pump found no cosmetic damages. Both caps were returned and used in the evaluation. The pump powered up and functioned properly. A rewind/load/prime sequence and a 24-hour pump exercise were executed without incidences. The force sensor calibration reading and the pump delivery accuracy were within specifications. Bolus delivery exercises were completed and recorded correctly. The reported prime issue was verified in the black box but not duplicated in the investigation. Pump casing was opened and no contamination or damage was found with the force sensor circuit.